Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required moderate adjustment due to soft tissue interference.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon reported soft tissue interference at the posterior orbit, necessitating bone and implant adjustments, and noted imprecise cutting due to unsterilized guides used through a sterile bag, though the surgery was completed successfully with additional fixation plates and no complaints about the implant design. An adverse event involving cranial nerve iii paralysis and facial paresthesias was documented but determined by the surgeon to be unrelated to the device or procedure, and the implant was confirmed to have been designed and manufactured according to specifications. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.